Event description:
The customer reported the sys would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated circuit board and cable connectors. The sys operates as intended.